Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1710034-2023-00416 was sent in error. Not able to disconnect tubing from hub (failure to decouple) is not considered to be a reportable malfunction. MFR#: 1710034-2023-00416 is void as a result.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was stuck and difficult to disengage during use. The following information was provided by the initial reporter: "(B)(6) 2023 ¿I just had a 20g IV issue today where the gray piece was stuck to the pink catheter. We tried to maneuver it but it wouldn¿t budge." Is there any adverse effect on patient/user? Most often the patient has a new IV placed. Can you please advise if you are able to retract the needle or was it failing to retract? From the received complaints, often times the needle would not retract. Was there any resistance or sticking felt? I am not the user of this device, but based on complaints there is a fair amount of resistance."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was stuck and difficult to disengage during use. The following information was provided by the initial reporter: "(B)(6) 2023 ¿I just had a 20g IV issue today where the gray piece was stuck to the pink catheter. We tried to maneuver it but it wouldn¿t budge.¿ - is there any adverse effect on patient/user? Most often the patient has a new IV placed. - can you please advise if you are able to retract the needle or was it failing to retract? From the received complaints, often times the needle would not retract. - was there any resistance or sticking felt? I am not the user of this device, but based on complaints there is a fair amount of resistance."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.